Event description:
As reported by bard gmbh marketing: "patch was implanted into the patient. After several weeks the patient complained about a pulling pain. The patient was operated again and the patch was removed. Dr. Came with the explanted patch to the booth at the trade fair (in march 2005) and asked if this is normal and what could have caused the problem. Together with (sales rep.) Andre jaehn rep explained to dr. That it probably was a user -related failure fixation of the patch. Rep agreed upon retraining of dr. In order for her to wtch and assist in the technique. A replacement of the patch is not necessary at the moment."